Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a there was an issue with the gas filter of a smiths medical level 1 trauma fast flow system. When the gas filter is placed properly, but not depressing the switch for the warming process, it would not stay in place. There was an issue with the latch door. It was also reported that the device was making a loud buzzing sound that distracts the physicians during procedures. There was no injury or intervention.